Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the unit¿s pump motor became more and more noisy and eventually stopped; the unit could no longer provide irrigation. The physician was able to complete the procedure by using another endostat unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Physically, the unit is in fair condition; there are some minor scratches on the chassis and all knobs/switches function properly. Electrically, no issues were noted and the unit was within specification. The foot switch connector and irrigation hose were manipulated during testing and no issues were found. The condition of the returned device was not consistent with the complaint of pumping issues; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the unit's pump motor became more and more noisy and eventually stopped; the unit could no longer provide irrigation. The physician was able to complete the procedure by using another endostat unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.